Event description:
The customer contacted baxter's service center regarding a check lines and bags alarm which occurred on the homechoice (hc) during the last fill. The fill volume was equal to 187ml. The technical service representative (tsr) helped the home patient (hp) to end therapy, and the hp would discard his supplies. The tsr told the hp that bags should not be disconnected during therapy or be reused. The hp would call her registered nurse (rn) about being connected while replacing or removing bags, and the possible sterility issues. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance (bps) contacted the rn on (B)(6) 2012. She stated that the patient had contacted her unit about this event. Bps informed the nurse about the patient's use error. The nurse stated that the patient was doing well, and no adverse effects were reported in relation to this event. The patient was continuing therapy on the hc.

Manufacturer narrative:
(B)(4). This complaint for a report of use error - reuse of single-use supplies was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint. A follow-up MDR will be submitted if any additional information is received.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.